Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump with dexcom g7 experienced sustained hyperglycemia, with a highest cgm value of 345 mg/dl and blood glucose around 310 mg/dl during the call, after a recent infusion set and cartridge change and with no reported illness, medications, stress, or recent carbohydrate intake; the medical device problem and device component involved could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component remained undefined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.